Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone pump error was found. Power error detected recurred within a week of troubleshooting . The insulin pump will returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement tests. All currents are within specified ranges. No unexpected "low battery", "replace battery now", or "power loss alerts" were noted during testing. However, confirmed power error due to connector resistance issue.